Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the reported issue. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors appeared during in-house testing. A review of logs showed no firing failures. There was no physical damage found. There was no problem detected. Additional observations not reported by site: the instrument was found to have one engagement failure based on log review and was not replicated during in-house testing. Log review shows error code 22020 indicating "installed sureform 60 failed to engage on usm2 (roll axis hardstop check failed)." The instrument was installed onto the system with an in-house drape and seal. The instrument passed the recognition and engagement tests on all three attempts. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument was also found to have roll friction on the main tube. There is friction observed when manually rotating the main tube of the stapler compared to an in-house stapler. The binding between the main bushing and roll gear was found to be improper. The root cause of this failure is attributed to manufacturing. A review of the site's complaint history the record with patient identifier 545998 is a related record of patient identifier (B)(6) (this complaint). Procedure log review was performed. Per the review, the following was confirmed: a sureform 60 stapler instrument (pn: 480460-09/ lot: l10220811) was used on system (B)(4).during a da vinci-assisted sleeve gastrectomy surgical procedure on (B)(6) 2022. A review of the site's system logs for the reported procedure date was conducted by an isi technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the sureform 60 stapler instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer reported the sureform 60 instrument was moving in the opposite direction when manipulated. Customer replaced the instrument with a backup and proceeded with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.